Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead after inserting a long and short stylet, the lead dislodged with the short stylet inserted and high thresholds were noted. A new lead was used and this lv lead was discarded. No adverse patent effects were reported.